Event description:
During a meeting between the arjo sales representative and facility staff, it was reported that an aura pump fell on a caregiver's foot, resulting in a foot fracture. There was no indication of any patient involvement.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.